Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week after the implant procedure, the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. It was suggested that the icm be reprogrammed. The icm remains in use. No patient complications have been reported as a result of this event.